Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A field service engineer found no issues when testing the station during user login. The bio aid was not currently crashing the power for the test of the station. A field service engineer further removed and reset entire ups battery unit in the back. Battery charges and holds a charge after station is disconnected from the wall. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system needs maintenance. The device continuously requests a reboot each time it prompts for a fingerprint scan. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.